Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient underwent left tkr on (B)(6) 2018, revised on (B)(6) 2019 due to infection. Poly liner revised to another of the same size.